Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a thr procedure (rt side) in (B)(6) 2016 due to rt hip degenerative arthritis. [The used implants were: stem: summit, cementless, no 4, std; acetabulum: pinnacle, cementless, no 5; insert: ceramic/zirconium, 36/52; head: ceramic delta: +8.5/36]. He was totally asymptomatic following the index procedure, and fully active since the implants were considered osseous-integrated (which occurred at 2 months post operatively). At night of (B)(6) 2018, without any preceding symptom or sign, the patient heard a squeaking noise originating from his rt hip during deep squatting and in an effort to lift some pieces of firewood. This noise was followed by intense pain from his rt hip and inability to weight bear. He was immediately taken to hospital by ambulance service, where, on x-ray examination, a fracture of the ceramic implant with concomitant dislodgement of part of it from the metallic shell was diagnosed. Furthermore, an accumulation of ceramic debris was spotted at the level of the lesser trochanter. The patient underwent a successful revision operation on the 2nd day post-admission which included removal of all ceramic debris from within the joint, removal of the fractured ceramic insert from the acetabular shell, and insertion of a poly insert (marathon, 36/52, posterior offset) and a revision ceramic head (+8.5/36, with a metallic sleeve to accommodate the taper of the summit stem). His post-operative progress was uneventful and the patient was discharged on the 3rd post-operative day.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary: the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.